Manufacturer narrative:
(B)(4)

Event description:
An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to receiver not turning on. The receiver log was not downloaded for review due to receiver not turning on. The allegation was undetermined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major usb connector damage was found. Receiver charge and boot tests were performed and failed . Functional tests were not performed . An internal visual inspection was performed and passed. The receiver log was not downloaded. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.